Event description:
On (B) (6) 2010, a follow up call was made to the home patient's nurse who stated that the home patient needed to disconnect from the hc because of nausea and vomiting. The nurse stated that the patient was diagnosed with eosinophilic peritonitis. The cell counts were, leucocytes 57, eosinophils 23%, lymphocytes 34%, ploy's 7% and rbc were 9. The home patient was treated with an antibiotic. The nurse stated that the home patient complained about a week ago of a scab on his exit site but when he went to the clinic, it was gone. The nurse also stated that in the patient's notes from his previous clinic, stated he had peritonitis around the same time last year. Additional follow up provided by global pharmacovigilance on 4/19/2010: the nurse clarified that the patient's nephrologist reported the patient had eosinophilic peritonitis based on the patient's eosinophilic result but the patient was never treated for peritonitis. The nurse also clarified that she was not certain that the patient received any antibiotics during his hospital stay. The nurse did not have any information regarding tests performed while the patient was in the hospital. On (B) (6) 2010, the patient was transferred to a larger hospital so that he could continue his pd therapy. On (B) (6) 2010, the events were resolved and the patient was discharged from the hospital. Per the nurse, no information was found regarding the patient having peritonitis approximately one year ago. Per the nurse, the patient was attending a different clinic last year and that there was no mention of peritonitis in the old record. The patient is currently receiving pd therapy and the events were unrelated to pd therapy. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B) (4).sample not available.